Manufacturer narrative:
Investigation summary: bd received 10 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed: the evaluation of the samples and photos show the additive is in the form of a disc in the bottom of the tube. The additive for this catalog number, 366480, is freeze dried per specification. This is the correct appearance for the process. No issues were seen with the samples or photos returned by the customer. Additionally, 100 retention samples from bd inventory, were visually inspected with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, additive abnormality. The additive appearance is normal. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® sodium heparinn (nh) 158 u.s.p. Units blood collection tubes; 90 tubes had an abnormal additive in the bottom of the tube (white sediment formed at the bottom of the tube). There was no health impact or consequences reported.